Event description:
It was reported that an ilet user experienced a temporary loss of glucose data display after starting a freestyle libre 3 sensor, with signal loss to the ilet only that occurred after the user stepped away from the pump for a shower; the issue resolved when the user re-scanned the sensor, and readings became available. Symptoms included no reported clinical effects. Outcomes included no change in clinical status, no medical intervention, and no hospitalization. Investigation included technical troubleshooting and user education through re-scanning guidance. Investigation of this case revealed that communication between the sensor and the ilet was transiently interrupted and restored with re-scan, indicating normal device function after reconnection. It was concluded that the event was consistent with temporary signal interruption related to sensor-pump communication that resolved with standard use steps, with no device malfunction identified.